Event description:
The customer reported to beckman coulter that the coulter ac t diff 2 analyzer was giving white blood count (wbc) voteouts and the low control for wbcs was giving high values. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. Medical attention was not sought. Erroneous results were not generated or reported out and there was no report of any change to patient treatment attributed to this event. No death or injury was reported in connection with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found that there was an insufficient lyse delivery to the instrument and moved the differential pak reagent from the floor to the counter and checked all connections. The fse observed normal mixing and draining, primed the instrument and ran controls; all results were within specification. The repair was verified and system validated. The fse stated the customer has had no further issues since the differential pak reagent was relocated to the counter top. The cause of the wbc voteouts can be attributed to the insufficient lyse delivery to the instrument. (B)(4).